Manufacturer narrative:
(B)(4). Inspection of the device involved in this complaint could not be conducted since the device, or a picture of the alleged defect was not provided at the time of this report. However material from the production line was verified and no issues were found that can lead this customer complaint. The device history record (DHR) was been reviewed. No issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of alleged defect reported , it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the internal tube in the device separated from the top of the humidifier during use. No patient impact or consequence was reported.